Event description:
A customer reported an altitude alarm 21 issue with their pump. There was no reported impact to the customer's blood glucose level. The customer had previously experienced this problem and declined further troubleshooting on this occasion.